Event description:
It was reported that the subject experienced post interventional embolism syndrome (abdominal pain and nausea) as a result of the therasphere device. An initial treatment with therasphere was performed on (B)(6) 2023. A re-treatment with therasphere was performed on (B)(6) 2023. Planned treatment type was selective treatment. Target volume was 92.5 cm3. 3.81 gbq was administered through one dose vial. Total activity of therasphere delivery to lung was 0.28 gbq and total activity of therasphere delivery to perfused liver tissue was 0.90 gbq. Radiation dose to perfused liver tissue was 474 gy and radiation dose to lungs was 14 gy. On (B)(6) 2023, the subject was diagnosed with post interventional embolism syndrome - nausea and abdominal pain. No corrective action was taken to treat the nausea. 30 mg of ketorolac tropanol injection was given intravenously to treat the pain. On (B)(6) 2023, the events were considered resolved.

Manufacturer narrative:
A2 - age at time of event: the subject was 36 years old at the time of study enrollment. D3 & g1 manufacturer zip/postal code: gu9 8ql. H6 - patient code(s) - e2402 was used to capture the reported event of post interventional embolism syndrome. Based on the nature of the product, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.